Manufacturer narrative:
E1: added the initial reporter contact and address the device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Twenty-eight (28) samples were received for evaluation; five of the samples were used, and the rest of the samples were unused. A visual inspection was performed and did demonstrate that two of the samples did leak, and the rest were not opened. The root cause and action plan will be documented through a formal investigation corrective and preventative action plan that is currently in process. We will continue to trend this issue for future occurrences as part of the complaint review process.

Manufacturer narrative:
Initial reporter name and address: updated with the initial reporter's information.

Manufacturer narrative:
Additional information has been requested but to date has not yet been received. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the connecting part to the feed keeps leaking.